Event description:
It was reported that during implant procedure, patient's right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The lead was not installed, and the procedure was complete using an alternate lead on (B)(6) 2024. There were no patient consequences.